Manufacturer narrative:
The t:slim x2 user guide states, ¿use only blood glucose­­e values between 40¿400 mg/dl for calibration. If one or more of your values is outside of this range, the receiver will not calibrate.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl. Customer could not read their bg as the customer did not know that the continuous glucose monitor (cgm) had to be calibrated. A correction bolus was delivered to address bg. Reportedly, customer calibrated cgm.